Event description:
It was reported that the arctic sun device failed to boot. Per review of wo on 17aug2024, there was no patient involvement. Symptoms were detected during equipment inspection. Per follow up information received via email on 19aug2024, repairs would be performed at the customer's site. They have confirmed that the booting was not normal, and they suspect a problem with the processor circuit card. The processor circuit card would be replaced after receiving a repair request from the customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed to boot. Per review of wo on (B)(4) 2024, there was no patient involvement. Symptoms were detected during equipment inspection. Per follow up information received via email on 19aug2024, repairs would be performed at the customer's site. They have confirmed that the booting was not normal, and they suspect a problem with the processor circuit card. The processor circuit card would be replaced after receiving a repair request from the customer. Per sample evaluation results received via task on 25oct2024, it was reported that the water circulation did not occur during manual test.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed processor circuit card. The device was evaluated upon receipt. Not booting. Replaced processor circuit card. After replacing the processor circuit card, the equipment booted normally, but water circulation did not occur during manual test. Replaced circulation pump. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter phone number: (B)(6). Initial facility full name: (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.